Event description:
A malfunction on the pump was reported after exposure to condensation from a shower. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, and confirmed that the malfunction code did not recur. The customer may continue to use the pump and was advised to call back if the issue recurs.